Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during routine check by customer that the cs300 had code 52 electrical test failure alarm. There was no patient involved.